Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hypertension, nausea, bloating, hot flashes, night sweats, uterine bleeding, heavy periods, fibroids, abdominal pain, discomfort and tenderness. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) from 2017 to 2018. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dizziness ("dizzy/ lightheaded") and abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, dizziness and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: result was negative, no problems, no issues. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, headache, dizziness, fatigue, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hypertension, nausea, bloating, hot flashes, night sweats, uterine bleeding, heavy periods, fibroids, abdominal pain, discomfort and tenderness. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) from 2017 to 2018. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dizziness ("dizzy/ lightheaded") and abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, dizziness and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: result was negative, no problems, no issues. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, headache, dizziness, fatigue, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and mr received: new lot no. Was added. New events, "pain, abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, migraines / headaches, dizzy\lightheaded,cramping." Were added. New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was updated. Medical history was added. Concomitant medications were added. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hypertension, nausea, bloating, hot flashes, night sweats, uterine bleeding, heavy periods, fibroids, abdominal pain, discomfort and tenderness. Concomitant products included cholecalciferol (cholecalciferol) since 2017, estrogens conjugated (premarin) since (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2017, hydrochlorothiazide (hydrochlorthiazide) since 2011 and medroxyprogesterone acetate (depo-provera) from 2017 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menstruation irregular ("hormonal changes/ irregular cycle"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy/ lightheaded"), abdominal pain lower ("cramping"), hyperhidrosis ("sweats") and abdominal pain ("pain abdominal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, menstruation irregular, migraine, abdominal pain lower and hyperhidrosis outcome was unknown and the menorrhagia, dysmenorrhoea, headache, dizziness and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hyperhidrosis, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headache, apareunia, dizziness, irregular menstrual cycle, sweaty. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: result was negative, no problems, no issues. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, headache, dizziness, fatigue, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received: previously reported event- hormone level abnormal was replaced with specific event irregular menstrual cycle, newly added events- sweaty, pain abdominal, onset date of previously reported events- vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headache, fatigue was added, outcome of the previously reported event- headache, pain abdominal, dizziness, menorrhagia, dysmenorrhea (cramping) were updated, concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.